Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited oversensing on the atrial channel due to biventricular pacing and lead to inappropriate mode switch. Programming changes were made. Device remains implanted, and patient will continue to be monitored.